Manufacturer narrative:
Complaints regarding the specific part number related to the rinse mechanism were reviewed and showed no abnormal trend in the past 90 days.

Manufacturer narrative:
(B)(4).

Event description:
The customer complained they had received ise indirect na for gen.2, co2, and albumin results that did not reproduce well. The customer stated they had received discrepant na results for three patient samples on the cobas 6000 c (501) module. Based on the data provided, only the ise indirect na for gen.2 result was erroneous. The customer stated that there were no sampling errors or fibrin clots. The initial na result was 179 mmo/l and the repeat result was 141 mmol/l. Repeat testing was performed on the same c501 module and believed to be correct. The erroneous result was not reported outside the laboratory and there was no adverse event. The na electrode lot number and expiration date was requested but not provided. The field service engineer found vacuum tubing for the nozzles in the rinse mechanism that was worn thin, split, and not providing a solid seal. He replaced the vacuum tubing for the nozzles and ran a mechanism check. The vacuuming of the cuvettes was satisfactory. The customer ran calibration and quality control with satisfactory results. Patient samples were run with no discrepant results. The root cause appears to be a service part. During a review for this customer site, there were no similar past complaints on any like instrument for the past 12 months.